Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user performed an infusion set change with a steel 6 mm infusion set, believed they missed the fill cannula step while connected, had been disconnected from the ilet for much of the afternoon and evening, ate a meal, and later completed a fill tubing procedure with observed drops before reconnecting. Symptoms included hyperglycemia. Outcomes included recovery to target range per device reports. Investigation included troubleshooting and user education, including guidance to prime tubing and verify delivery through visible drops before reconnection. Investigation of this case revealed no device alarms beyond a 400 alert and no confirmed device malfunction, with the event consistent with infusion setup and disconnection contributing to hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear.